Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that an unspecified quantity of homechoice cassettes leaked from an unspecified location. The patient was not connected at the time of the event. This occurred, during use of the device for automated peritoneal dialysis therapy. This was further described as a leak ¿during set up¿. And ¿recently, when the cg (caregiver) moved the device, it was leaking from the inside. And it was a little bit frosty¿. Renal therapy services discussed continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.